Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 0323681, medical device expiration date: 10/31/2025, device manufacture date: 11/18/2020. Medical device lot #: 0213251, medical device expiration date: 6/30/2025, device manufacture date: 7/31/2020. Device available for eval?: yes. Returned to manufacturer on: 8/9/2021. Investigation: ten sealed packaged 5ml syringes were received, 5 from batch #0213251 and 5 from batch #0323681 (p/n 309649). The samples were tested for leakage past stopper per procedure. All five syringes from batch 0213251 passed the test with no leakage observed. Three syringes from batch 0323681 passed the test. One syringe from batch 0323681 had leakage past first rib, one syringe from batch 0323681 had leakage past second rib. The affected syringes components were evaluated under magnification. No damage was observed on any components. No foreign matter and no molding defects were observed. Potential root cause for the leakage past stopper defect could not be determined. No defects were confirmed for batch 0213251. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 5 bd luer-lok¿ tip syringes leaked past the stopper during use. The following information was provided by the initial reporter: "the following product(s) made in 5ml syringes, were rejected either in process or at release due to fluid (product) seeping into the bung. It appeared to seep into the bung as a result of capping the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd luer-lok¿ tip syringes leaked past the stopper during use. The following information was provided by the initial reporter: "the following product(s) made in 5ml syringes, were rejected either in process or at release due to fluid (product) seeping into the bung. It appeared to seep into the bung as a result of capping the syringe."